Manufacturer narrative:
A ge representative evaluated the system and replaced parts in the flip flop assembly and adjusting the brakes on the casters. System operates as intended. This MDR is related to ge healthcare complaint numbers.

Event description:
Customer reported the wheels were hard to push and the flip flop was not working correctly. No patient injury was reported.